Manufacturer narrative:
Estimated date. The device is not returning. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. Literature attached: "latrogenic vascular injuries from percutaneous vascular suturing devices".

Event description:
It was reported through a clinical research study article that identified a (B)(6) male in which a prostar device was used after a ptca/stent for unstable angina that required surgical removal for entrapment after failed deployment. Reportedly, the needles of the device were trapped in the common femoral artery wall or subcutaneous tissue preventing device removal. The device was removed via a large transverse arteriotomy. Some needles were markedly distorted and displaced in the wound remote from the artery. All foreign bodies were surgically removed. The patient recovered without sequela. Details are listed in the attached article, titled "latrogenic vascular injuries from percutaneous vascular suturing devices".

Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part and lot numbers were not provided. A conclusive cause for the difficulties listed cannot be determined based on the limited information available. The patient effect(s) listed from the literature article can not be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effect(s) could not be established; therefore, the determination of the reported difficulty(ies) with the patient effect(s) consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.